Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was not returned. A photo-investigation was performed on the images. One of the distal tips had broken off. No other issues were noted aside from cosmetic wear consistent with typical use. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition was confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a review of the receiving inspection (ri) for cam tightener shaft was conducted identifying that lot number 1110nt was released in five batches. Batch1: lot qty of (B)(4) units were released on feb 03, 2011 with no discrepancies. Batch1: lot qty of (B)(4) units were released on jan 13, 2011 with no discrepancies. Batch1: lot qty of (B)(4) units were released on feb 03, 2011 with no discrepancies. Batch1: lot qty of (B)(4) units were released on jan 04, 2011 with no discrepancies. Batch1: lot qty of (B)(4) units were released on dec 21, 2010 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, prior to usage of scrub, nurse noticed the cam tightened tip was broken. There were no patient consequences. This complaint involves one (1) device. This report is for (1) sky cam tightener shaft. This is report 1 of 1 for (B)(4).